Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d 2ss cv tubing broke and leaked on 5 occasions. The following information was provided by the initial reporter: material no: 2420-0007 batch no: 20093144. It was reported that alaris pump IV tubing lines break and leak. Verbatim: "we have had five alaris pump IV tubing line breaks in the past two weeks. Two of them were at the base of the drip chamber and the other three were where the tubing meets the plastic portion that goes into the alaris pump. We also had another tubing break last week at the base of the chamber but this one had chemotherapy in it and resulted in a spill. This tubing was secondary tubing with texium at the end. There was no bag saved, so we are unsure of the lot number etc.

Manufacturer narrative:
H6: investigation summary: one sample was received for quality investigation. The customer complaint of tubing defective / damage was verified by visual inspection. Separation of the tubing to the outlet port of the drip chamber is evident from the sample received. Under magnification, the tubing and drip chamber show evidence of a lack of solvent at the union locations. A device history record review for model 2420-0007 lot number 20093144 was performed. The search showed that a total of 28,363 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the failure mode is the lack of solvent applied to the tubing during the assembly of the infusion set. Actions have been implemented at the manufacturing facility in order to address this issue. CAPA (B)(4) has been initiated. H3 other text : see h10.

Event description:
It was reported that as lvp 20d 2ss cv tubing broke and leaked on 5 occasions. The following information was provided by the initial reporter: material no: 2420-0007, batch no: 20093144. It was reported that alaris pump IV tubing lines break and leak. Verbatim: "we have had five alaris pump IV tubing line breaks in the past two weeks. Two of them were at the base of the drip chamber and the other three were where the tubing meets the plastic portion that goes into the alaris pump. We also had another tubing break last week at the base of the chamber but this one had chemotherapy in it and resulted in a spill. This tubing was secondary tubing with texium at the end. There was no bag saved, so we are unsure of the lot number etc.